Event description:
It was reported that patient presented to the hospital for a scheduled ablation procedure. During the ablation procedure, it was noted that the patient's right atrial (ra) lead had dislodged which was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable throughout.